Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) found require maintenance error on main full-height drawer 1, pocket c3. The fse performed hardware test and observed intermittent pocket failure with abnormal drawer behavior. Replaced flat flex cable, reconnected all cables, and cleared paper debris and loose medications from the drawer. Drawer resumed normal operation after cleanup. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es suddenly went to grey screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.